Event description:
The device is a sales demo unit that was being evaluated by a customer contemplating purchase. During the eval of the device, it allegedly would not power up. There was no pt involvement reported.